Manufacturer narrative:
Hamilton medical ag complaint number:cer (B)(4). Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: during the ventilation of a patient, the device alarmed with tf5015. The ventilator was exchanged with another one. No harm to the patient was reported.

Manufacturer narrative:
It was reported: "exhalation alarm on patient, rt filed midas report." Patient was removed to another device, no harm reported. The provided logfile confirm the issue at the date of the event. The device was checked and released afterwards into service. A specific root cause was not found.